Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen, and unresponsive touchscreen issues were verified. Based on the analysis, the alleged wake button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell onto the pump and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that the wake button was unresponsive. Customer confirmed that the pump display turned on when plugged into a power source. The customer's blood glucose was 156 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.